Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal angioplasty was performed on a chronic totally occluded proximal right coronary artery (rca). Following pre-dilation, a 2.50 x 48 synergy stent and a 2.75 x 48mm synergy stent were deployed. Soon after deployment of the second stent from the proximal to mid rca, a proximal stent dissection was noted. A 3.00 x 12mm synergy stent was deployed to cover the dissection osteo-proximally. The procedure was successfully completed. No further patient complications were reported. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and moderately calcified. There had been crossing difficulties with the stent and that the dissection was a grade b, non-flow limiting.